Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring surgical intervention. Three hours into the procedure, a steam pop occurred. Pericardial effusion was detected. Patient required an unspecified surgical intervention. After the catheter was removed from the patient, coagulum was observed on the distal tip. Patient has not exhibited any neurological symptoms since the procedure was completed. Generator was set on 30 watts with a temperature range of 28 -32 degrees celsius. There were unspecified catheter temperature increases during the procedure. Anticoagulant solution (heparin with saline) was used. Length of ablation cycle when pop was observed was 60 seconds. There were no errors reported on any bwi equipment during the procedure. Multiple attempts have been made to gain additional information regarding this complaint, but none has been made available. Steam pops by themselves are not reportable events. The are expected physiological phenomena, and are not considered to be device malfunctions. The presence of coagulum, however, is an MDR reportable event. Coagulum exhibits poor adherence to catheters and transseptal sheaths, making it a potential source of embolism. Both the cardiac tamponade and presence of coagulum will be reported in this complaint file.

Manufacturer narrative:
It was reported that a (B)(6) male patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade (requiring surgical intervention) and cardiac arrest (requiring cardiopulmonary resuscitation). During ablation, 3 hours into the procedure, a steam pop occurred. Pericardial effusion was detected. Patient required an unspecified surgical intervention. At an unspecified point, the patient required cardiopulmonary resuscitation (CPR). After the catheter was removed from the patient, coagulum was observed on the distal tip. Patient required extended hospitalization for surgical recovery. Patient has not exhibited any neurological symptoms since the procedure was completed. Generator parameters at the time of injury included power at 30 watts for 120 seconds and temperature of 50 degrees celsius. Generator settings at the time of injury included power at 30 watts (not titrated) for 120 seconds, temperature of 37 degrees celsius, and impedance of 140 ohms. Catheter temperature was maintained at its highest level (37 degrees celsius) and the generator delivered less power, ablation continued for 1 second, until it was manually turned off via the smartablate remote. Product investigation summary: the returned device was visually inspected and during the first visual inspection it was found to have coagulum on the catheter tip, however, during the second visual inspection no coagulum was observed. This could be related to the decontamination process during the first inspection. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding coagulum on the tip has been verified, however, the catheter functionality was found within specifications, no issues were observed. The root cause of the cardiac tamponade and cardiac arrest remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
On 9/13/2017, biosense webster received additional information regarding this complaint: at an unspecified point, the patient required cardiopulmonary resuscitation (CPR). Patient required extended hospitalization for surgical recovery. Adverse event was assessed as life-threatening. Factors cited that may have contributed to the adverse event include the patient¿s impella left ventricular assist device (lvad) distorting the view of the anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition and procedure. Transseptal puncture was performed with a cook medical transseptal needle. Sheath in use was a st. Jude medical agilis 8.5 french. Generator parameters at the time of injury included 30 watts for 120 seconds and 50 degrees celsius. Generator settings included 30 watts (not titrated) for 120 seconds, temperature of 37 degrees celsius, and impedance of 140 ohms. Catheter temperature was maintained at its highest level (37c), and the generator delivered less power. Ablation continued for 1 second post steam pop, until it was manually turned off via the smartablate remote. It was noted that this generator does not utilize a foot pedal, as all ablation is performed via remote control. Overall ablation time at the site of injury was 60 seconds. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant (heparin with saline) during the procedure with activated clotting time (act) of greater than 350 seconds. There is no information regarding spi value. Smarttouch catheter was in close proximity to the right ventricular (rv) quad catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Additional concomitant products: carto 3 system, model and serial numbers unknown. Cook medical transseptal needle, model and lot numbers unknown. St. Jude medical agilis 8.5fr sheath, lot number unknown. Unspecified right ventricular quad catheter. (B)(4).

Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A preliminary visual inspection of the device confirmed the presence of coagulum on the catheter tip. (B)(4).